Event description:
During an incident in 1999, involving a male pt, the defibrillator charged up 4 times and dumped the charge. Another defibrillation was used and after 3 or 4 analyze segments, no shock was permitted. The customer stated, the pt's rhythm looked like very fine v-fib, one time it looked like there was a pulse, and another time it was asystole.

Manufacturer narrative:
The returned defibrillator was tested and proper operation for pt treatment was verified. This verified the unit's rhythm detecton circuit and ability to treat a rhythm. The returned incident printout documents 8 analysis segments that resulted in 3 charge starts then "no shock indicated", 5 "no shock indicated" with 2 followed by "check pt" prompts. In several instances, it appears some activity continued into the analyze segment that was halted after the defibrillator began to charge and the presenting rhythm returned to near asystole. The hs3000 takes up to 3 three-second votes out of which there must be 2 consecutive treat votes in order to deliver a shock. It starts to charge after the first vote to treat, but if the next vote is for no-treat, charging aborts and "no shock indicated" is reported. A clinical investigator reviewed the incident printout and determined the defibrillator functioned appropriately. The customer was sent a letter explaining our evaluation.